Event description:
Country of complaint:(B)(6). Thread broke during surgery. (B)(6) were used, in 7 cases the thread broke during closing of the fixation clip; required additional suturing.

Manufacturer narrative:
Manufacturing site evaluation: samples received: no samples are available. There are no previous complaints of this code batch. There are no units in stock. Without any closed sample we cannot carry out a complete analysis. Without any closed sample we cannot carry out a complete analysis. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Corrective/preventive actions: not applicable.